Event description:
Reportedly, during delivery, the delivery system didn't retract the delivery sheath after three clicks, so the radiologist chose to open the handle for full deployment of the stent. Unfortunately, it wasn't possible to remove the delivery system, so the patient was sent to surgery to remove the delivery system and the stent. The patient is fine with good flow in the leg.

Manufacturer narrative:
Device not returned.